Event description:
It was reported that the during an implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) the induction test failed, two shocks were delivered and failed. Then, an external shock was and unsuccessful due to poor pad placement. Programming options were performed and the shock was successful delivered. However, the time of the therapy delivered was slightly longer than average time to therapy, but it was confirmed that was within the study results. At this time, this s-ICD system remains in use and no other adverse patient events have been reported.